Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield fell off. The following information was provided by the initial reporter: it is reported customer experienced issues with the safety shield falling off.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield fell off. The following information was provided by the initial reporter: it is reported customer experienced issues with the safety shield falling off.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for this batch for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. See h.10.